Event description:
Pt self tester reported discrepant result with meter compared to lab. Meter and lab draws are a minimum of 2 hours apart. Pt's target therapeutic range is 3.0-3.5.

Manufacturer narrative:
Investigation pending.